Manufacturer narrative:
The samples were tested from bd green top lithium heparin tubes. The customer indicated the instrument showed cuvette not dry errors. The customer replaced the wash concentrate, which was empty. The customer did a cuvette-clean maintenance, changed the cuvette wiper and checked the hydro lines for leaks. Service visited on (B)(6) 2011 and found reagent syringe loose and leaking. The field service engineer (fse) replaced the 3-way valve, hamilton a/b valve and syringe and glass barrel. Repairs by the customer and service resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low triglyceride (tg) and cholesterol (chol) results generated by unicel dxc 800 synchron chemistry analyzer. Approximately 4 or 5 results were reported out of the laboratory. The customer indicated there was no impact to patient treatment.